Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient has elevated impedances, with the hcp thinking they also had high impedances at the time of surgery. However, the rep that was present for this case remembered that all right side impedances were in normal range at implant, with the left side impedances not saved but believed to be also within normal range as well. There were no patient symptoms alleged and no further complications are anticipated. See related regulatory report 3004209178-2018-10297.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was reported the cause, actions/interventions, and resolution were unknown. The patient's weight was updated. The patient is currently pregnant and nothing is being done to resolve the issue at this point. No further complications were reported as a result of this event.